Manufacturer narrative:
Device analysis for the lead revealed the lead body conductor was broken at or near the tines. All conductors were broken 4.4cm from the distal end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product(s): product ID: 388928, lot# serial# unknown, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 388928. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported that all impedance values were > 4000 ohms. The physician decided to replace the lead and the patient was receiving effective therapy. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. Additional information received reported that the cause of the event was not identified but the patient lost a lot of weight. No further complications were reported/anticipated.